Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Reported event was not confirmed as the pictures received doesn't show us that the pouch was damaged. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that 3,231 products refobacin bone cement r 1x40g, reference (B)(4), lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 30 complaints have been recorded for refobacin bone cement r 1x40 g with reference (B)(4), batch a749dc0513 since ever. According to available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterilize packaging was found to be opened. This issue was detected during the surgery. No adverse event has been reported as a result of the malfunction.